Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when activating the unit to burn, the switch kept sticking and caused a delay in the deactivation of burning. The reported unit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were burnt and bloody. The device was bloody. The toggle was tested for mechanical function, and did not return to the off position or release activation when the shaft was flexed. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly and handle were opened up and there were no non conformities. Based upon this observation, the reported complaint for "toggle switch stuck" was confirmed. (B)(4).